Manufacturer narrative:
As reported, the 120cm outback elite re-entry catheter was primed but the distal tip got broken. Therefore, it was replaced with another unknown device and the procedure continued. There was no reported patient injury. Analysis of the device found that the distal end port was separated from the distal housing and the nosecone assembly. The catheter was prepped in the straight configuration. There were no difficulty retracting the cannula back into the catheter during prep. The device was stored for three weeks. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received retracted. During visual inspection, the distal end port was found separated from the distal housing and nosecone assembly. No other visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Sem analysis results showed that the separated area of the nosecone of the outback elite 120 cm re-entry unit presented evidence of material elongations on the nosecone, and transferred material from the nosecone was observed around the tip¿s rim (where the nosecone is fused with the catheter). The material elongations and transferred material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the catheter and the nosecone material of the device were induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17894247 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip damaged during prep¿ was confirmed through analysis of the returned device due to the fractured/separated nosecone condition, and was updated to the more specific event of ¿catheter tip/distal tip fractured-separated.¿ however, the exact cause of the device condition could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the damages reported. However, procedural/handling factors are likely as evidenced by the elongations and transferred material at the distal housing/nosecone assembly noted during sem analysis. This suggests a material tensile overload event occurred, such as stretching and pulling, that exceeded the material¿s yield strength prior to the separation. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. If the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outback elite re-entry catheter and wire together from the vasculature. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 120cm outback elite re-entry catheter was primed but the distal tip got broken. Additional information was received and during visual inspection, the distal end port was found separated from the distal housing and nosecone assembly. Therefore, it was replaced with another unknown device and the procedure continued. There was no reported patient injury. The catheter was prepped in the straight configuration. There were no difficulty retracting the cannula back into the catheter during prep. The device was stored for three weeks. The device is expected to be returned for evaluation.